Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Patient later provided ultrasound indicating rupture, cysts, and nodules. The cysts and nodules are not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: contra-lateral side rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on radius side assessed as fold flaw opening. Cyst: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Wrinkling: observed wrinkling on the device. Additional observations: no other observation observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Patient later provided ultrasound indicating rupture, cysts, and nodules. The cysts and nodules are not device related. The device has been explanted and replaced.

Event description:
The device has been explanted and replaced.